Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit was not inflating. There was no patient harm reported.

Manufacturer narrative:
T was reported that the cardiosave intra-aortic balloon pump (iabp) unit not inflating - failed twice of two separate patients. No harm reported. A getinge field service engineer (fse) stated that customer reports iabp will not autofll. Could not duplicate. Exorcised unit to no fail. Full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer.

Event description:
N/a